Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the alarms exhibited by the controller were potentially related to a depleted internal battery. Following the controller exchange, the batteries functioned as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the alarms exhibited by the controller were potentially related to a depleted internal battery. Following the controller exchange, the batteries functioned as expected.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. Three batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. No anomalies regarding the functionality of the controller's internal battery were observed. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed multiple critical battery alarms and controller fault alarms on (B)(6) 2020 starting at 03:20:50. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, the battery was connected to power port one with 9% relative state of charge (rsoc) and the battery was connected to power port two with 21% rsoc. Both batteries were then allowed to continue depleting, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc. Log file analysis further revealed a controller power up event on (B)(6) 2020 at 07:51:56. Review of the event log file revealed that the controller powered down at 06:38:02. The data point recorded before the power up event revealed that the battery was connected to power port one and another battery was connected to power port two; both batteries had been allowed to deplete completely, resulting in a loss of power to the controller. The data point recorded after the power up revealed that another battery was connected to power port one and a different battery was connected to power port two. The controller was without power for 1 hour, 18 minutes, and 49 seconds. Additionally, review of the alarm log file revealed two critical battery alarms that were logged on (B)(6) 2020 involving the different battery due to the battery depleting below 10% rsoc. As a result, the reported critical battery alarms and controller loss of power event was confirmed. The most likely root cause of the critical battery alarms, controller fault alarms, and loss of power can be attributed to the patient allowing batteries to deplete. Additional products: d4: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19. D4: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19. D4: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-dec-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-dec-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 11-dec-2017, labeled for single use: no, (B)(4). Additional information has been requested regarding the batteries' replacement information of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited critical battery alarms associated with three batteries and there was a loss of power to the controller. The controller was exchanged and the batteries remain in use. No patient complications have been reported as a result of this event.